Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two units of seprafilm were used during a cesarean section and the patient developed an abscess. A pregnant patient (gravida 1; para 0) was admitted to the hospital for a cesarean section four days post rupture of membranes. Two packs of seprafilm were applied at uterine body and cervix. On an unknown day postpartum, the patients white blood cell count (wbc) decreased and c-reactive protein (crp) ¿was poor.¿ the patient was discharged from the hospital five days postpartum. Day seven postpartum upon reexamination, the patient¿s wbc count and crp value were still high, and unspecified oral antibiotics were administered. Day eleven postpartum, a fever developed (value not reported), and an abscess was detected by ultrasound. On the twelfth day, the antibiotic ceftriaxone sodium hydrate was administered. Although the values began to decrease gradually, they rose again on the eighteenth day, and the patient was hospitalized for drainage of the abscess. The patient was hospitalized for about three weeks. On an unspecified date the patient was discharged and is recovering. No further information was available at the time of this report.